Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. (B)(4).

Event description:
As reported to coloplast though not verified, pain, infection, retention, hematuria, urgency, dysuria, urinary frequency, overactive bladder and stress urinary incontinence, recurrent uti. On (B)(6) 2020 - mesh excision for erosion.